Event description:
Information was received that the oxygen knob on a smiths medical pneupac parapac plus ventilator spins freely. No adverse effects were reported.

Manufacturer narrative:
Device evaluation : one pneupac device was received for investigation in good condition. Upon testing, it was found that the pneumatic alarm was not sounding and the switch pin was missing, allowing the oxygen knob to spin freely. Based on the investigation, the complaint was confirmed. No problem source could be identified.